Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient¿s peritoneal dialysis (pd) treatment. The pdrn stated that during the patient¿s training treatment at the clinic, the patient was being taken off the cycler on step 9 and a fluid leak was noticed inside the cassette door of the cycler when removing the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up with the pdrn, the treatment was discontinued and the patient did not do a manual drain in order to let the new site heal. The pdrn stated that this was the patient¿s first pd treatment as the patient had just transitioned from hemodialysis (hd) therapy. The pdrn stated that the patient was administered prophylactic antibiotics vancomycin (1 dose, 2 grams, intraperitoneal) and ceftazidime (1 dose, 1 gram, intraperitoneal) for the event. Additionally, the pdrn stated that a culture (unspecified type and date) was taken due to the event, however, it came back negative. The pdrn stated that the patient returned home, however, called into the clinic later that same day due to swelling in their testicles. The pdrn stated that the patient had a doctor¿s appointment for the swelling, however, did not go. The patient moved back to hemodialysis (hd) therapy after the event. The pdrn believes that the swelling in the patient¿s testicles was due to the fluid not removed from cancelling the pd therapy. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between the patient event of swelling testes and peritoneal dialysis (pd) therapy on the liberty cycler with cycler set as the peritoneal dialysis nurse (pdrn) alleges the swelling was due to the pd therapy on the cycler. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler and cycler set and the patient¿s swelling. No medical intervention was required. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.